Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a submissive pulmonary embolism (pe) using an indigo system separator 8 (sep8). The pre-pulmonary angiography showed clots in both the right and the left pulmonary arteries but the right was more significant so the physician decided to treat the right side first. The physician also measured the patient's pulmonary artery (pa) pressure before the thrombectomy procedure at a mean of 36 mmhg. During the procedure, the physician accessed the patient's right femoral artery and then placed another manufacturer's sheath. The physician then used the indigo system aspiration catheter 8 (cat8) with the sep8 to remove clot. After working on the right side, the physician took a picture and noted that there was improvement and that a lot of clot burden had been removed from the right side. The physician also measured the patient's pa pressure and the mean was 46 mmhg. At this time, the physician switched to the left pulmonary artery and started to aspirate clot in the left lower branch of the pulmonary artery. While using the sep8 and cat8, the physician did not mention experiencing any resistance but stated that he thought that the tip of the sep8 had come off. The sep8 bulb was still attached and tip of the sep8 was in the patient's lower pulmonary artery branch. It was then decided to use a new sep8; however, right at that time, the patient started to vomit blood. It is unknown what caused the patient to vomit blood. Consequently, the thrombectomy procedure was immediately aborted. The code team was then called in and the patient ultimately passed away. As of (B)(6) 2017, it is unknown what the patient's cause of death was and if it was related to the penumbra device.

Manufacturer narrative:
Results: the atraumatic distal tip was fractured off the indigo system separator 8 (sep8), just distal to the bulb. Conclusions: evaluation of the returned device revealed that the atraumatic distal tip was fractured off the sep8 just distal to the bulb. This type of damage likely occurred from improper continuous use of the sep8 after the atraumatic distal tip folded over itself. Improper use of the device may cause the core wire to fatigue, and eventually fracture. Further use of the device after the core wire fractured likely caused the platinum wire to fracture, which allowed the entire distal atraumatic tip to separate from the sep8. The cat8 and non-penumbra sheath mentioned in the complaint were not returned for evaluation. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Additional information provided by the customer: it was then decided to use a new sep8; however, right at that time, the patient started to vomit blood and developed massive hemoptysis and associated oxygen desaturation. It is unknown what caused the patient to vomit blood. The patient was turned onto her left side to protect the right lunch from a presumed massive left-sided pulmonary hemorrhage. Consequently, the thrombectomy procedure was immediately aborted and the patient was intubated by anesthesia in the right mainstem bronchus. The code team was then called in and massive transfusion protocol was initiated. Ultimately, the patient passed away following prolonged CPR for pulseless electrical activity (pea) and asystolic cardiac arrest. Additional information provided on march 9th, 2017 revealed that the physician believes that the cause of death was pulmonary embolism and reperfusion injury in the right pulmonary artery. Furthermore, the physician does not believe that the sep8 caused or contributed to the patient''s death because the tip of the sep8 was found halfway in and halfway out of the pulmonary artery on the left side and there was no bleeding around it. Review of the autopsy findings led to the conclusion that the patient's death was not caused by the sep8 wire breaking off and there was no finding of vessel perforation.